Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There rubber on the bending section cover was worn and cut, causing the water tightness to be lost. The forceps elevator was found to have debris. Scratches were found on the universal cord, connecting tube, bending section cover and the control body cover. As a result of the scratch on the bending section cover, the insulation resistance value at the distal end does not meet the standard value. The suction cylinder and forceps channel were both shaved. The angle wire was worn, causing the bending angle in the up direction to not meet the standard value. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bending section cover on the duodenovideoscope was leaking prior to an unknown procedure. During the inspection of the returned device, foreign material was found around the forceps elevator, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to the broken k-wire, the forceps elevator did not work and reprocessing under forceps elevator was insufficient. Then foreign material remained. Also, the user¿s brushing method of/around forceps elevator might be differed from IFU recommendation. A definitive root cause cannot be identified. The instructions for use (IFU) reprocessing manual state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor the field performance of this device.